Event description:
--

Manufacturer narrative:
To date, the explanted lead had not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The lead was received in two segments, severed 146 millimeters (mm) from the terminal pin. The two segments measured 638 mm in length, thus, some segments of the lead may not have been returned. Setscrew marks were noted on the is-1 terminal pin and both high voltage pins. No discernible setscrew marks were seen on the is-1 ring pin; however, slight marks from the spring contacts were noted. Resistance testing of the segments verified they were electrically continuous. Analysis did not identify any characteristics of these lead segments that would have caused or contributed to the observed noise and out of range pacing impedance measurements.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited pacing impedances greater than 2,000 ohms and noise. No inadequate therapy had been delivered at any time. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.